Manufacturer narrative:
Model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 5076024, model/catalog description: avista MRI perc lead kit 74 cm.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that the patients lead was placed too high by the implanting physician. The patient underwent a lead revision procedure and was doing well postoperatively.